Event description:
It was reported that the implantable pulse generator (ipg) and pacing lead exhibited a component malfunction. The ipg was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced phrenic nerve stimulation, pacing at a lower heart rate and dizziness. No allegation reported against the ipg. The rv lead exhibited noise, no pacing, no electrograms (egm), low impedance, no sensing, intermittent capture, t-wave oversensing (twos), short v-v intervals, possible fracture and/or possible insulation breach. The right atrial (ra) lead exhibited pacing issue, no electrograms (egm), no sensing and suspected fracture. The ra lead remains in use. No further patient complications have been reported as a result of this event.